Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The patient¿s medical history included stents in his heart. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2017 it was reported that the patient had been in his doctor¿s office today and his pump was filled. The patient drove two hours to get to his doctor¿s office. The pump was filled with the wrong medication. The pump was filled with dilaudid and was increased 20%. It should have been morphine and should have been decreased. The patient did not know the exact dose amounts. The healthcare professional (hcp) had an issue and was not able to do a print out at his appointment this morning; the patient had no further details regarding this issue. After the patient got home, he had chest pains and discomfort and his ¿pacemaker was going off.¿ he was called by his doctor¿s office and they explained the mistake and told him it was an emergency and he needed to drive back to their office. The patient stated that he was very upset. The patient was half way to his doctor¿s office at the time of the report. No further patient complications have been reported as a result of this event.